Event description:
Discordant immulite 2000 ipth results were generated on one patient sample. The laboratory repeated the sample with expected results and then repeated the same sample later in the day with higher results which did not match a previous historical result from the same patient. The same sample was again repeated two days later with expected results. The discordant high result was not reported to the physician. There is no known report of treatment given or withheld based on the discordant ipth results.

Manufacturer narrative:
A siemens global product support specialist evaluated the immulite 2000 instrument data. After evaluating the instrument data, the global product support specialist determined that the cause of the discordant high ipth result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.